Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station would not power up. The station displayed an error message stating: an unexpected data error occurred: cannot open database ds client oltp requested by the login, and the login failed for user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not power up. A technical support specialist (tss) connected to the station and found that the station database was in a suspect mode. The tss ran a repair script to recover the station database and then rebooted the device. The station became operational and successfully recovered from the database error. The tss reviewed the station logs, confirmed that the station was up to date, performed a resynchronization, rebooted the device again, and verified that the station was fully recovered and operational. The system functioned as intended after the technical support specialist troubleshot the device.